Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the MRI was not related to the pump/therapy. It was noted there were multiple programs and the log changed dose with small bolus. The pump recovered after 4 hours and the pump was fine. The patient was at a very slow/low rate probably result of restart in program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at 50 mcg/day) via implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a magnetic resonance imaging (MRI) this morning and the pump stalled at 7:38 am and still has not recovered. Technical services reviewed to keep checking the logs every 15mins. The hcp stated they would call back if they still see it not recovered. Technical services reviewed they can provide oral medication and check the pump the next day or later today if the checking of the logs is too cumbersome. Troubleshooting was unable to be performed and the hcp will keep checking the logs.